Event description:
Information was received from the patient regarding an implantable neurostimulator (ins). The reason for the call was that the patient reported experiencing shocking sensations from the controller beginning at approximately 1:00 a.m., which had not occurred previously. The patient described the shocks as severe, occurring along the side of the knee, lasting about 2 seconds at a time, and at times cycling for 10 to 18 seconds. The patient turned stimulation off at approximately 3:30 a.m. But reported continued shocking sensations afterward. The sensation was described as similar to a 110-volt shock. The agent advised the patient to keep the stimulation turned off. The patient continued to report shocks even after stimulation was turned off and requested additional options aside from taking pills, the patient become escalated on the call. Agent redirected the patient to their hcp for further evaluation and coordination with the medtronic representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.